Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on anterior and orange particles. A visual and microscopic analysis was performed which identified opening crease sharp on anterior, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.